Event description:
Reportedly, during in clinic follow-up a loss of ventriuclar capture was detected. Re-intervention was performed on the (B)(6) 2026. Psa measurements were normal so he decided to keep the lead implanted. On the (B)(6) the patient returned to the operating room with loss of ventircular capture again. This time the psa measurements confirmed the loss of capture so the implanter decided to replace the full system.